Event description:
It was reported the patient's ipg would no longer communicate with the charger and programmer. As a result, the patient lost stimulation. In turn, the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.